Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, when the surgeon took their fingers out of the master tool manipulator (mtm) grips, the mtms would drift. The intuitive surgical inc. (Isi) clinical sales representative (csr) reminded the surgeon that they should take their head out of the high resolution stereo viewer (hrsv) when removing their fingers from the grips so that the universal surgical manipulator (usm) lock. The procedure was completed with no reports of patient injury. Isi has made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse performed a master tool manipulator (mtm) gravity compensation verification in the room that the system was currently in, but it kept failing. The floors of the operation room (or) were found to be very off balanced, so there was a degree of drift. The surgeon side console (ssc) was then moved to a new or, and the mtm gravity compensation verification still failed. After speaking with intuitive tech support, it was agreed to perform a gravity compensation calibration, but to do it on a level floor, since that is how the systems are calibrated before being shipped out for customers. The fse performed a gravity compensation calibration, a gravity compensation verification, and a test drive. The fse found no issues with how the mtms worked, just un-leveled the floors. The system was tested and verified as ready for use.